Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material remained in the device was not identified. There was no physical damage to the place where the foreign material remained. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. A definitive root cause could not be established.the instructions for use states the detection methods associated with the event in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. And the prevention methods in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope.olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope auxiliary jet channel exhibited foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.